Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented remotely with their implantable cardioverter defibrillator that exhibited an alert for right venticular oversensing. Electrograms suggested genuine oversensing.

Event description:
New information notes that the patient was stable.